Event description:
It was reported that during implantable pulse generator (ipg) clinical check device battery depletion during warranty time occurred that was indicated as premature battery depletion. It was also reported that program check was not possible due to electrocardiogram showed "no pacemaker work". The ipg remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ipg was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.